Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee.

Event description:
It was reported that the product/instrument gave way during a lap cholecystectomy. As it was removed from the port, the doctor thought he saw something fall to the floor. On inspection, the sheath tip had broken and the insert couldn't be locked in. Both the insert and handle worked with another sheath. There seems to be an inner ring at the tip that locks the insert in but that was now missing!! The patient had to be x-rayed to rule out any fragments going into the patient. Despite searching everywhere the missing metalwork still can't be found. The patient should be fine but the doctor will speak to her as duty of candour. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The second supplemental report was submitted with the incorrect in section b4. The correct date of submission was january 5, 2023. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The involved 33300 clickline metal outer sheath was returned to the manufacturer and the investigation of the instrument was concluded on 28th december 2022. The investigation confirmed that there is a breakage on the distal tip of the sheath. The retaining lugs of the bayonet catch inside the shaft are broken off on both sides. Furthermore, the coating on the lateral surface of the sheath is heavily scratched and in addition to the scratches, at the distal end the diameter of the shaft is deformed. Based on the damages found during the investigation it is concluded that the breakage happened due to a mechanical overload coming from an exessive force/ force impact on the instrument. The high age of the product and the associated reprocessing cycles may also contributed to this. Internal karl storz reference number: (B)(4).

Event description:
Further received information: "the sheath was assembled with a storz peetlin insert and handle pre-op without any concern. During the procedure, the instrument "gave way" whilst the surgeon was peeling away fibrous tissue. As the inst was withdrawn from the port, is was noted that it could not be re-assembled as the locking mechanism at the end of the sheath was now missing. The pt's abdomen was examined laparoscopically and then x-rayed to eliminate any foreign body. The tiny pieces of metal from the end of the sheath could not be located within the theatre either." The procedure was prolonged by 45min approx. It was stated that no foreign body was seen on the images when the x-rays were taken. The patient is currently well. The actual operation results do not deviate from the planned operation results. No extended hopsitalisation was required.